Event description:
As reported by the user facility ((B)(4)): the doctor says that the pumps didn't work properly; were prepared 2 pumps with medication, which could not be administered correctly.

Manufacturer narrative:
(B)(4). The device is currently shipping from the customer to (B)(4) for investigation. A follow up report will be provided when the inspection results become available.